Manufacturer narrative:
Initial reporter address: zip code: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma".

Event description:
Healthcare professional reported left side "seroma" ultrasound confirmed. Also reported "duct ectasia" which was determined not to be device-related. The device has been explanted.